Manufacturer narrative:
Siemens completed investigation for an outside of the united states (ous) customer. The customer obtained an elevated (> 99th percentile) atellica im high-sensitivity troponin I (tnih), lot 104 result for a patient sample that was considered discordant when the same sample was retested on a different atellica im analyzer and a lower (< 99th percentile) result was obtained. Siemens reviewed quality control (qc) data provided. Qc was in range at the time of testing and showed good precision. Siemens customer service engineer (cse) performed on site troubleshooting and changed sample probe pump and fluid sense and delivery module. Siemens reviewed the system log files. The reagent trace review showed no evidence of a hardware issue that is impacting delivery of the tnih reagents. The sample trace review showed no evidence of a hardware issue that is impacting delivery of 100ul of sample, used for tnih. The autocheck review showed wash probe vacuum variation and vacuum and fluidics troubleshooting steps were recommended and performed. The sensor status logs for the dates (B)(6) and found no indications of secondary vacuum issues in the time frame of the discordant result. Return of the patient sample for further investigation is not warranted because discordant result was not reproducible. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The specimen collection and handling section of the IFU states, "if clotting time is increased due to thrombolytic or anticoagulant therapy, the use of plasma specimens will allow for faster sample processing and reduce the risk of micro-clots, fibrin, or particulate matter." Based on the available information, the cause of the isolated discordant result cannot be determined. The customer is operational, and the reported issue was resolved by routine troubleshooting. Siemens filed MDR 1219913-2024-00439 initial report on 21-oct-2024. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.

Manufacturer narrative:
The customer obtained an elevated (> 99th percentile) atellica im high-sensitivity troponin I (tnih), lot 104 result for a patient sample that was considered discordant when the same sample was retested on a different atellica im analyzer and a lower (< 99th percentile) result was obtained. It is unknown if the initial result was reported to the physician. Quality control (qc) was in range at the time of testing. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
The customer obtained an elevated (> 99th percentile) atellica im high-sensitivity troponin I (tnih), lot 104 result for a patient sample that was considered discordant when the same sample was retested on a different atellica im analyzer and a lower (< 99th percentile) result was obtained. It is unknown if the initial result was reported to the physician. There are no allegations of patient or user intervention or adverse health consequences due to the event.